Event description:
It was rpeorted that (1) tlc75 and (1) tx60b were used during a colectomy procedure. It was reported by the rep that when performing the functional end to end anastomosis with the large and small bowel, the stapler only fired about halfway, leaving partially formed staples and a knife indentation in the tissue but no cut. The surgeon had the tech reload the stapler, and it fired well that time. The surgeon then used the tx60b to top off the anastomosis and it leaked significantly. The tx60b staple line was over sewn. There was extended or time by twenty minutes.